Manufacturer narrative:
Discrepant grading of a weak positive reaction in antibody screening test for one patient having an anti-s(mns3) antibody. The potential misread could not be confirmed. The most probable root cause for missing the reaction in antibody screening is sample related, the anti-s(mns3) being weak and/or at technique detection limit. No general product failure is identified. A biased result was reported to physician. The patient was not harmed. (B)(4).

Event description:
A customer complained on 28 september 2021 about what was described as an event of camera misread for abo antibody screening test using mts card and an ortho provue analyzer. Date of event: (B)(6) 2021. Complainant/complaint reporter: (B)(6), medical technologist. Reported on: 28 september 2021 by the customer to ortho care helpdesk. Reagent: mts igg gel lot 042121001-01 expiry date 13 february 2022. Surgiscreen lot vss308, expiry date 05 october 2021. Resolve panel c lot vrc288 expiry date. Patient information: maternal patient. Patient is o d(rh1) positive. (B)(6). Sample 1: the customer reported that on (B)(6) 2021, they had tested a patient sample for antibody screening in indirect antiglobulin test (iat) using mts igg cards and surgiscreen on their ortho provue mts analyser ((B)(4)) and they had obtained negative reactions with the three cells of the reagent red cell. The customer said that this negative result was reported to the physician. The customer reported that they had tested sample 1 and sample 2 using the same reagents lots and obtained the following results: (B)(6). The customer said that they performed an antibody identification using resolve panel c lot vrc288 and could identify the presence of an anti-s(mns3) antibody (no further detail was provided).. The customer reported that a biased result was reported to the physician. The customer reported that the patient was not harmed.